Event description:
Medtronic received information that four months post implant of this annuloplasty ring in the mitral position, the ring was explanted after the patient developed recurrent mitral regurgitation. During the operation it was discovered that the previously placed non-medtronic artificial chords had elongated and the patient had an additional ruptured chord. Surgeon felt an attempt at a re-repair would not be durable, so the surgeon opted to remove the band and replace with a medtronic 31 mm bioprosthetic valve. There were no performance allegations against the ring. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Based on the reported information, the failed repair is due to the previously placed artificial chords and due to patient anatomy.

Manufacturer narrative:
The device will not be returned for analysis. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.